Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported rewind issue, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for rewind anomaly partially performed for pump error and the functionality was affected. Instructed customer to revert to backup plan per health case professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 43 on 09/07/2025 11:36:43.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. No prime fill anomaly noted during test. No pump errors listed in the pump history download. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The pump history download confirmed the pump alarmed pump error 43 due to moisture damage to the electronic assemblies. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Pump passed required testing, and no prime fill anomalies noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.